Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we could not determine definitive cause of event.

Event description:
It was reported that patient underwent surgery due to intervertebral disc degeneration. During surgery, there was screw found to be slipped and doctor had to replace with new one to complete the surgery. Surgery was completed successfully. No patient complications were reported.

Manufacturer narrative:
Product analysis :optical examination did not identify material deformation. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.